Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized and dispatch to emergency room due to high and low blood glucose level on unknown date. Customer's blood glucose value was high 400 mg/dl and low 39 mg/dl at the time of the incident. It was unknown the symptoms related to high blood glucose it was unknown insulin pump system within 48 hours of reported high and low blood glucose event. It was unknown the auto mode feature was active or not at time of high and low blood glucose event. The device will not be returned for analysis.